Event description:
It was reported to boston scientific corporation that a hydratome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, it was noticed that the tip was bent outside the package. The procedure was completed with another hydratome sphincterotome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed